Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump booted and no display was present. Audio and vibrations were both present. The display failed due to failed display flex. The pump booted to the verify screen with a test display. Product analysis was not able to duplicate the customer complaint of a dim red screen due to failed display flex. Unrelated to the display issue, the battery compartment was observed to be cracked from the battery cap toward the case seal. The battery cap would not secure to the pump due to damaged battery cap threads. A test cap secured to the pump with no problems. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging a display issue. The reporter stated that the display screen was dim and hard to read. No additional information was available. There was no adverse event associated with this complaint. This complaint is being reported because the issue remained unresolved.